Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that high ventricular rate (hvr) episodes were observed via remote transmission. Low voltage lead noise caused the device to store the inappropriate hvr episodes. The tip electrode was found to be damaged. No programming changes were made. The patient was asymptomatic before and after the clinic visit.